Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (3051822): the review showed no deviations or abnormalities related to the reported issue. One photograph of the complaint device was provided. One used sample was provided for evaluation. Examination of both the photograph and sample showed that the silicone coating of the tube was cracked and the tube spring underneath the silicone was damaged. The manufacturing facility performed a walkthrough of the manufacturing line: during this walk-through the line clearance was shown to have been conducted appropriately, the manufacturing operators had been trained to the procedures and all material bins had been correctly identified. The manufacturing facility also performed a visual inspection of similar products in production: this inspection showed no wear; damage or breakage to the tube shafts was found. During investigation, the manufacturing facility was unable to duplicate the physical condition seen on the returned sample. The root cause of the reported issue (tube shaft break) could not be definitely established. However, the cause could not be attributed to any of the manufacturing processes, inspection processes or machinery.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care user that the device material was cracking on the tube shaft after 1 day's use. No adverse effects to patient reported.